Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) was present in the insulin pump trace download and hardware low level failures alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device had an audio anomaly. The audio alarms stopped occurring. The audio volume was set to high. They received a hardware low level failure alarm during the self-test. The device did not beep during the tone test. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.